Event description:
International affiliate reports the pt had a vein stripped in july 2003. The procedure went well and the veins were removed and wounds were sutured closed. The pt complained of a lump in the leg. The pt was admitted in september 2003 and the foriegn body was removed. The foreign body was the small olive which was attached onto the stripper cable. The olive had apparently separated from the cable during the original vein stripping procedure. No product is being returned for evaluation.